Manufacturer narrative:
A steris service technician arrived on site to inspect the amsco 600 sterilizer and found it not operational, upon further inspection the technician found that the leak was coming from the sight glass due to a damaged gasket. To resolve the issue, the technician repaired the sight glass with a repair kit, tested the unit, found it to be operating to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that their amsco 600 sterilizer was leaking water onto the floor. No report of injury.